Event description:
It was reported that the implanted sensor would zero but when pressure was put on the sensor tip, the device worked only for a short period of time then became nonfunctional. The sensor was explanted and replaced the following day.